Event description:
The patient was enrolled in the study in 2008 with an 80% lesion in the right carotid artery. The lesion was eccentric, moderately calcified and 28mm in length. The vessel was 6mm in diameter. The lesion was pre-dilated with an unknown product, and it was noted that a type b dissection occurred with a cordis aviator plus balloon catheter. An angioguard was successfully placed and a precise stent was implanted to treat the lesion and stabilize the dissection. The procedure was successfully completed and the patient was discharged the next day. The patient was discharged on aspirin and clopidogrel. During a 30-day follow-up, the patient complained with his medications and no events were reported.

Manufacturer narrative:
This study, patient underwent carotid stent implantation and had a carotid artery dissection during the procedure. This was a male with medical history including severe pulmonary disease, hyperlipidemia, clinical copd, cardiac arrhythmia, coronary artery bypass graft, history of smoking, coronary artery disease, a myocardial infarction, coronary percutaneous revascularization and hypertension. The target lesion was right internal carotid artery described as was eccentric, moderately calcified and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. Pre- dilation was done with an aviator plus balloon, and a grade b dissection was noted. One precise stent was implanted to treat the target lesion and stabilize the dissection; there was no report of difficulty. The procedure was successfully completed and the patient was discharged the next day. A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. The physical manipulation inherent in the balloon angioplasty procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patient vasculature and treat the atherosclerotic disease process. Review of the information suggests that vessel and procedural factors may have contributed to the reported event.